Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the flexion part of the device was broken. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 4/16/2009. Info anticipated, but unavailable at this time.